Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes a low sensing threshold of 1.0ms and a high capture threshold of 7.5v.